Event description:
During a ptca / stenting treatment procedure involving a calcified and 100% stenotic lesion in the proximal portion of a very tortuous lad coronary artery, the maverick otw balloon was suspected to have ruptured at 10 atm's on the initial inflation. It is noted that much restriction was experienced when the guidewire and the maverick otw catheter were advanced across the lesion. The patient was asymptomatic during this event. The maverick otw catheter was removed and replaced with another maverick otw catheter. A medikit introducer sheath (size unknown), a conquest guidewire (size unknown) and a 7f wiseguide catheter were also used in this case, but the type of stent delivery system and inflation device used are unknown. The procedure was successfully completed. Patient status is reported as 'good'.